Event description:
It was reported that the catheter is leaking proximal to the cuff. The catheter has been used since 2005.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review showed no other similar prod complaint file(s) from this lot.